Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving low sensor readings of 72 mg/dl, 82 mg/dl and experienced symptoms described as "pale and shaking." Customers was unable to self-treat and had contact with a healthcare professional who provided unspecified treatment. Caller reported the customer was released from the hospital the following day. No further details were provided. There was no report of death or permanent injury associated with this event.